Manufacturer narrative:
Batch review performed on 18 may 2018; lot 160653: (B)(4) items manufactured and released on 09 may 2016 expiration date: 2021-04-24 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the femur fractured. This was discovered after the final stem had been implanted and the surgeon was trialing for the head size. The stem was cemented in and a plate placed over the fracture site (lateral at distal tip of stem) using cables and screws. The surgery was delayed approximately 1 hour. The surgery was completed successfully.